Event description:
A pt with a history of severe cardiac disease and hypertension underwent a cardiac catheterization followed by deployment of a 6f sts angio-seal device. The pt received IV integrilin prior to the procedure. The pt developed a large right groin hematoma after returning to the recovery area. Surgical repair of the right femoral artery was required, in addition to transfusion of live units of fresh frozen plasma and four units of packed red blood cells. Post catheterization the pt was administered plavix and aspirin therapy. The pt was reported to be recovering with no further complications and was discharged. However, two days later the pt returned to the hosp due to severe cardiac disease. The medical director at the hosp stated that this event was not device related.